Event description:
The account alleged the nurse call was not functioning. No pt impact.

Manufacturer narrative:
The account found the communication cable was damaged. The communication cable was replaced by the account to resolve the issue.